Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose levels and hospitalization. Customer was wearing the insulin pump at the time of hospitalization. Customer declined to speak to the 24 hour helpline.